Event description:
User reports an ongoing respiratory reaction starting in january 2004 while working with product cleaning scopes. User has had delayed onset of coughing with chest tightness, wheezing, nasal congestion and acute nausea which has continued for months. Saw personal physician who took user off work for a week away from cidex opa solution. At time of report results not known although user had reported when on vacation their symptoms subsided.